Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a total gastrectomy procedure, the surgeon sealed the tissue and received an endtone (indicating a completed seal cycle), but the seal was found to be incomplete. The surgeon sealed several times over the same tissue in order to complete the seal. There was no bleeding, and another device was opened and used for the remainder of the procedure. There was no injury to the patient.